Manufacturer narrative:
Block b3: exact date unknown, event occurred late in november 2025.

Event description:
It was reported that the implantable pulse generator (ipg) was at the beltline and was uncomfortable for the patient. The patient underwent a repositioning procedure wherein the ipg was moved up and buried a bit deeper. The patient was doing well postoperatively. Nothing was explanted.